Manufacturer narrative:
The product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported the device was showing premature battery depletion. The device was explanted on (B)(6) 2019 and is expected for return. Efforts have been sent to the rep to obtain the device for analysis. No further updates have yet to be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitors was compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
It was reported during on going use, the device was showing premature battery depletion. Technical services was contacted, and the field sent the data for review. The device was replaced on (B)(6) 2019. No adverse patient effects were reported.